Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was performed. The device failed the weight test. The piston migration was at 2.0 inches. The reported failure was confirmed and the root cause has been determined to be a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the secondary level in the positioner spider limb was not tighten. No case reported, therefore there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.